Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension se t with needleless y-site(s) and stopcock was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Leaking around connection site and plastic piece breaking off, then the two pieces will not stay connected and it was reported a broken plastic piece was visible.

Manufacturer narrative:
It was reported by the customer that leaking around connection site and plastic piece breaking off. Three photos were received for quality investigation. Evaluation of the photos received indicate that a portion of the male connector on the stopcock, of the assembly, broke into the female luer connector of the extension set tubing. The customer complaint of component damage - leak was verified. Due to a physical sample not being provided for investigation, a root cause for the failure could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.